Event description:
It was reported that an alert was triggered due to out-of-range amplitudes involving this left ventricular (lv) lead. Additionally, the left ventricular pacing lead impedances are out of range at 2004 ohms. The lv impedance trend shows an initial increase from 880 ohms to 1582 ohms at the end of 2023, with values ranging 1545 to 1974 ohms since. The presenting electrogram shows appropriate device function. The left ventricular automatic threshold recordings are stable. Technical services were consulted and recommended further in office review.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was triggered due to out-of-range amplitudes involving this left ventricular (lv) lead. Additionally, the left ventricular pacing lead impedances are out of range at 2004 ohms. The lv impedance trend shows an initial increase from 880 to 1582 ohms at the end of 2023, with values ranging from 1545 to 1974 ohms since. The presenting electrogram shows appropriate device function. The left ventricular automatic threshold recordings are stable. Technical services were consulted and recommended further in office review. Please note that the date of implant is estimated. Newly received information indicates that since the initial alert, lead diagnostics have returned to normal and are now within the acceptable range.